Manufacturer narrative:
Customer discontinued use of the device which was sent to manufacturer for deep disinfection (dd) procedure. Through follow-up communication of previous similar event occurred at this same facility, livanova learned that the device was cleaned regularly per the instruction for use, the h2o2 monitoring is applied as per instruction for use and a pall filter is used for tap water. The device is left full of water unless the scheduled surgical activities are constant weekly. However, the device is reportedly maintained as per IFU. The hospital does not use reusable blankets and aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. Source of contamination is related to location where device is used and remains unknown.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. Livanova was informed that the same device resulted two consecutive testings to mnt chimaera: in details the device resulted positive to pre and post disinfection sampling performed on 14 dec 2022. The information in the 2023-00167 is actually that the device "muletto 8" resulted positive to two consecutive testings as for all the above, complaint (B)(4) will be voided and present information is included in the complaint (B)(4).

Event description:
Livanova deutschland received a report that a 3t heater-cooler device resulted positive to mnt chimaera at the pre and post sanification sampling made in hospital (microbiologic test made performed on 16 november 2022). There is no report of any patient injury.